Event description:
The manufacturer received information alleging the proximal pressure sensor calibration and atmospheric pressure verification test steps had failed on the trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being evaluated at the third-party service center when the test steps had failed on this device. During the evaluation it was noted that the test steps had failed due to mis-assembly in the tubing length. In conclusion, the device's tubing was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet and handle o-ring were replaced for missing on the device. This was unrelated to the reportable issue. The rear enclosure and enclosure seal were replaced for physical damage unrelated to the reportable issue. The device passed all final testing.